Event description:
Her meter had been reading high. While troubleshooting, the customer ran normal control tests and a had a result of 157 mg/dl. The normal control range is 84-114 mg/dl. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.